Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer dropped the pump. Subsequently, the pump was unresponsive. The customer's blood glucose level was 120 mg/dl. The customer connected the pump to a power source to charge for one hour and the pump turned on.